Event description:
It was reported that episodes of non-sustained right ventricular over-sensing due to post-paced t wave over-sensing were noted on the device. No intervention was reported. There were no adverse health consequences, the patient was stable.